Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (0.5g, every day), ceftazidime (1g, qd), voriconazole (oral), cilastatin sodium, imipenem(0.5g, every day), caspofungin acetate (50mg, every day), plasma, and meropenem. Action taken with pd therapy was not reported. At the time of this report, the patient was recovering from the events. The reporter declined to provide additional information.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, b7, d3, d10, g1, g2, h1, h6 and h11. B5: upon follow up, it was reported that after two days from event onset, technique failure occurred. It was reported that the reason was "technique failure: fungal peritonitis or tuberculous peritonitis". On the same day, the patient underwent intrajugular tcc catheter and abdominal dialysis removal due to fungal infection. The day after, the patient received hematodialysis treatment (hd) due to fungal infection. The patient received "heparin-free hemodialysis". Three days after event onset, the patient was give caspofungin acetate (50mg, one dose, intravenous drip) for peritoneal dialysis intraperitoneal infection. Four days after event onset, the patient was given imipenem cilastatin sodium injection 0.5g daily and caspofungin acetate 50mg daily as antifungal treatment, and infusion of plasma to strengthen nutritional support treatment. Four days after event onset, it was reported that the patient was recovering from abdominal pain symptoms were recovering. Five days after event onset, the patient was discharged from the hospital. Based on additional information received, pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.